Event description:
A ventilator was returned to the manufacturer due to a "ventilator service required" code. Upon evaluation of the device at the manufacturer's service center, an error code related to a failure of the oxygen blending module was observed. The obm board was replaced to address the issue.